Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an echocardiogram (echo) revealed that the patient had moderate right ventricular (rv) function postoperatively. This was managed with inotrope support and dialysis, however the rv continued to struggle. The patient continued to have low flow events. If they continued, a decrease in speed was being considered. The patient remained dialysis dependent and intermittent hemodialysis (ihd) was being considered as the patient was not making any gains to their dry weight. The patient's milrinone was increased to 0.25 micrograms per kilogram per minute and they were started on dobutamine to facilitate fluid removal. The patient was failure to thrive.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and renal dysfunction cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of this document lists adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had moderate right ventricular (rv) failure pre-implant. Intraoperatively the patient had severe rv dysfunction that was related to the operative risk and procedure. The heartmate 3 operated as intended despite the rv failure. At the time of the low flows, the patient had shortness of breath and weakness. The cause of the low flow alarms was severe rv failure managed by medication and dialysis. The low flow alarms resolved due to rv recovery, medication, diuresis, and slow adjustment of the left ventricular assist device (lvad) flow. The patient was well optimized and their shortness of breath and weakness returned to normal after recovery. The patient was discharged home.